Event description:
The customer called and reported having a bladder infection and carpal tunnel surgery, causing blood glucose to go high. The customer had programmed a temporary basal rate of 80 percent, following surgery. Customer was experiencing blood glucose at 522 mg/dl a couple of hours prior to this report. Customer took a manual injection, retested, and blood glucose was 504 mg/dl. The customer's blood glucose continued to decline and was down to 429 mg/dl. During troubleshooting, no air bubbles or leaks were found in the infusion set tubing and insulin exited at the quick release while a manual prime was performed. Customer declined to perform high pressure test. It was advised to change out the entire set change. Assistance was provided to assure the insulin pump was no longer on temporary basal.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.